Manufacturer narrative:
H3: analysis of drill found that the customer's reason for return was not confirmed. The handpiece was received in good condition. No anomalies were found. The handpiece was successfully tested according to the manufacturing specifications. Analysis of attachment found that the temperature rose from 76f up to 85f within the first minute. After 5 minutes, the maximum temperature was 108f, still within specifications. However, the bearings make a grinding noise and have to be replaced. The device was disassembled and cleaned. It was corroded internally. The bearings were replaced. The attachment was successfully tested according to the manufacturing specifications. H6: fdm b17 and fdr c20 are no longer applicable for both devices. Drill only: fdr c19 attachment only: fdr c07, c070606, fdc d02. Fdc d14 no longer applies. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act.

Manufacturer narrative:
Concomitant medical products: product ID: 1845020, serial/lot #: (B)(4), UDI#: (B)(4). If information is provided in the future, a supplemental report will be issued.

Event description:
A healthcare professional (hcp) reported that the attachment runs hot and can no longer be operated. There was no patient impact.